Event description:
It was reported that the programmer would not interrogate any devices. The caller put the programmer into a long boot in an effort to fix the issue and bypass the long turnaround time for a replacement programmer. The caller then clicked on the cancel button and returned to the select model screen and cycled power. The programmer was used to try to interrogate a device again, but was unsuccessful. Programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).